Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operatively, on a low anterior resection laparoscopy, the patient presented with an anastomotic leak that resulted in a colorectal leak and a failed anastomosis. The patient underwent a second surgical operation to repair the failed anastomosis. There was tissue damage. The patient was hospitalized. Another procedure was done to clean the area. There was a patient injury.